Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of system revision due to erosion. It was indicated that this ra lead was explanted but the distal tip was broken and inadvertently left in the patient's body. Additional information obtained from the field representative indicated that the patient was discharged with a life vest and no further procedures have been performed. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--